Event description:
Related manufacturer reference number:2017865-2023-50925. Related manufacturer reference number:2017865-2023-50926. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.